Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was no scale markings on a bd plastipak¿ insulin syringe which could result is volumetric inaccuracy. There was no report of serious injury or medical interventions.

Manufacturer narrative:
Samples/photos analysis: no sample/picture was received to investigation DHR review: the batch record was verified and the manufacturing date for this batch was october 11th to 20th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 1 hour at 24 parts; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: evaluating the maintenance records was observed the occurrence (B)(4) - that could related to defect. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. DHR was performed, quality notification and maintenance analysis and the maintenance order (B)(4) potentially related to the defect was observed. The probable cause for the defect is related to barrel jam at marking machine entrance, allowing the defect product flow of the process. To correct the defect maintenance order (B)(4) concluded at (B)(6) 2017.